Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not conclusively be determined through this evaluation. The controller event log file contained events from 28feb2025 through 03mar2025. A driveline power fault alarm, associated with power b line faults (pwr_b_broken), became active on 03mar2025 at 08:36:24 and persisted through the remainder of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The modular cable, lot number 9213774, was not returned for evaluation. The relevant sections of the device history records for lot number 9213774 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. B and the heartmate 3 patient handbook rev. G, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3 - patient gender: corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The system controller and modular cable were exchanged which resolved the alarms. The cause of the driveline power fault was unknown.

Event description:
It was reported that the patient had a driveline power fault during their regular morning routine at home. The system controller and modular cable were to be exchanged.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.